Event description:
During a turp procedure, using a resection set, the loop broke off of the super sect electrode. The surgeon could not locate the loop in a very bloody field. The patient was moved to recovery and returned later for x-rays in the or. The loop was located and retrieved from the patient.

Manufacturer narrative:
Component failure, the device was received with the cutting loop detached from the electrode. Our investigation was inconclusive and the device was returned to our manufacturing site, for evaluation. We will update the agency accordingly when additional information becomes available.